Event description:
It was reported that the inflatable penile prosthesis cylinders and pump were not implanted. During the cylinder filling test, a leak in the left cylinder was noted. An ams lgx 18cm and pre-connected pump were used to complete the implant. The patient was stable. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.